Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device displayed a 'warning: an open condition on the shocking leads has been detected' message upon interrogation.